Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented in clinic for a follow up, the device was unable to be upgraded due to low battery power. It was noted that the device has had many false positives due to undersensing of r-waves. The patient was stable throughout the follow up.